Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted a taxus express2 drug eluting stent, unk size, to the ostial left anterior descending (lad) artery. Approx three years post stent implantation, the pt was treated for a thrombosis. The thrombosis was ballooned and another stent was placed distal to the previously placed stent. The pt had stopped taking plavix one month prior to the thrombosis. Pt status post procedure is noted as fine. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.